Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria.  The root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported temporal subluxation of an intraocular lens (iol), right eye in a patient with zonular weakness. The patient had pre-existing irregular corneal cylinder. It was noted that the patient had an unexpected refractive outcome and the patient is seeing multiple images monocularly. Additional information was requested however, further information was not received from the reporting facility.